Manufacturer narrative:
Analysis confirmed customer's complaint of a broken strap. The strap broke off at the stitching, but the strap was not returned for complete analysis and the lot number is not known. We were unable to determine if the root cause is related to the failure of the materials, caretaker's use in securing the straps, or the manufacturing process. At this time, there is no evidence a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported the tie easily broke just in use. The date the issue was discovered in not known and no serious injury was reported.